Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow up in-clinic experiencing an infection. The pacemaker system was explanted and replaced. The patient was in stable condition.